Event description:
It was reported that, "the stem broke in the cement mantle. Pt had osteolysis." The exact implantation date was not provided, however, it was indicated that the reported device was implanted 14 yrs ago.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to the hosp policy. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.